Event description:
It was reported that the right ventricular lead exhibited noise, inhibiting pacing. Noise could be replicated in clinic with arm movements. The lead remained implanted. The device was reprogrammed.